Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following a radiofrequency ablation procedure, "minimal chronic" pericardial effusion was noted via echocardiography. No intervention was done, and no patient complications have been reported as a result of this event. The patient is part of the victory ide clinical study.